Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as the daily pace impedance trend data shows a spike of low impedance for rv pace from 544 to 70 ohms minimum between (B)(6) 2011, then returns to a baseline of 568 ohms on (B)(6) 2011.

Event description:
It was reported that carelink revealed a low impedance and a loss of capture was also noted. It was also reported that the lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.